Manufacturer narrative:
The pod was received fully deployed. Investigation of the returned device found that no alarms had been generated by the pod. Inspection found no issues that would contribute to a hazard alarm. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for the patient receiving an error message stating "insulin delivery stop change pod now."